Event description:
It was reported that the pacemaker was unable to be interrogated and displayed a code indicating it had entered safey mode which switched the polarity to unipolar pacing for this pacemaker dependent patient. Subsequently a revision procedure was performed where the pacemaker was explanted for premature battery depletion and successfully replaced. No additional adverse effects were reported. It was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided. The device was received for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device and confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the pacemaker was unable to be interrogated and displayed a code indicating it had entered safety mode which switched the polarity to unipolar pacing for this pacemaker dependent patient. Subsequently a revision procedure was performed where the pacemaker was explanted for premature battery depletion and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.